Event description:
The customer reported on (B)(6) 2010 that the unit rebooted while trying to acquire blood pressure. No adverse patient impact was noted.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.